Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with oozing from the pocket two and a half weeks after a routine generator replacement. They were prescribed antibiotics, however, they got worse. The patient was admitted and the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a pocket infection. Cultures were obtained. No further patient complications have been reported as a result of this event.